Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, and occlusion, prime, excessive no delivery and displacement tests. The insulin pump was also received with cracked case at display window corners and battery tube threads and with minor scratched lcd window.

Event description:
The customer reported via phone call that she had a blood glucose over 300-500 mg/dl. Customer was taking insulin but was not able to get her blood glucose down. Customer will treat with boluses by increasing the amount recommended by the bolus wizard. Customer noted that her blood glucose will come down but it will go back up shortly afterward. Customer had to put an extra 6.5 units of insulin until anything came out of the tubing while priming. Customer's current blood glucose was 370 mg/dl. Customer reported that she felt very tired when she woke up with a high blood glucose. Customer had a brain injury and has a constant headache. Customer stated that the headache went away about 6 months ago, but it returned when she had high blood glucose. Customer also had a seizure that resulted in the brain injury. Insulin pump passed the high pressure test. Customer was advised to contact her health care professional concerning her high blood glucose and to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.